Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 206 mg/dl at the time of incident. The current blood glucose was 170 mg/dl. Customer treated with manual bolus. Customer stated that the infusion set tubing had air bubble. Approximate size of air bubbles was 8 inches. Customer stated that the insulin pump had pump error alarm. Customer alleging the insulin pump because customer started going up while he was on auto mode. The product will not return for the analysis.